Manufacturer narrative:
Health effect - impact code : (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation via photo analysis: visual analysis of the photographs identified; broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture of breast implant diagnosed by ultrasound. Device has been explanted.

Event description:
Physician reports right side rupture of breast implant diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
"Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b5, d4, d9, h3, h6.